Event description:
The customer reported the device had an alarm - error codes/messages. No patient involvement.

Manufacturer narrative:
Imdrf annex a & g code are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken air in line which caused customer stated problem error codes. Replaced 3rd party bezel, 3rd party rear case, and broken door assembly. A review of the device history record showed the device had a manufacture date of 23 mar 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to cracked housing of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #:(B)(4) for lvp air in line.

Event description:
The customer reported the device had an alarm - error codes / messages. No patient involvement.